Event description:
The physician attempted to perform a pta of the subclavian artery. During the first inflation at 14 atm, the balloon ruptured circumferentially. The balloon could not be removed from the sheath. 9f and 11f sheaths were used unsuccessfully. An antegrade stick was performed also, resulting in increased blood loss. The hub of the catheter was cut to facilitate removal. Finally, forceps were used to remove the balloon.